Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer not detected on bus.The customer attempted to reboot the station, but the issue persisted. Additionally, they shut down the station by unplugging the power cord from the back of the station and waited for 2 to 5 minutes and then reconnected the power plug and turned the power on, still issue persisted.As per part investigation, it was determined that crossed continuity between adjacent copper strands of the ¿ASSY RETRACTOR DWR HH CUBIE¿ (PN 353844-01) which led to the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 20-JUN-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of Device Not Detected On Bus was confirmed during field service engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that the retractor was replaced, diagnostics were performed, and the drawer along with all pockets were tested, confirming proper functionality. P/N 353844-01: The flat flex cable showed internal wiring issues with associated thermal damage, no other issues were observed during visual inspection. During DCHU Testing P/N 353844-01: No DCHU testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint of Device Not Detected On Bus" was due to crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.